Event description:
It was reported that the user was unable to lock the connector into the ilet despite the cartridge being seated and the connector flush, and the user ultimately achieved engagement by using a rubber grip to turn the connector. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or medical care. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed difficulty securing the connector consistent with a user-interface or handling challenge affecting the connector component, which was resolved with additional grip. It was concluded, based on previously established findings for similar reports, that the cause was user handling.